Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2026, it was reported that the patient was hospitalized due to an episode of hypoglycemia. The patient believed he administered a larger insulin bolus than he should have, and that the sensor may have provided an inaccurate reading. The patient reported glucose values of 20 mg/dl, although it was not specified whether these values were obtained in the hospital. Symptoms included hypoglycemia, sweating, a fall with head impact, and loss of consciousness. Intervention provided received included a CT scan, blood work, intravenous fluids, and rescue glucose administered by paramedics. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.